Event description:
Caller reported a continuous glucose monitor (cgm) error initially, identifying it as error 42. It was noted that there was no adverse impact to the customer's blood glucose level. Customer service provided comprehensive instructions to reset the pump, guiding the caller through the process. After completing the reset, the issue with the cgm error was resolved, and the caller successfully initiated a sensor session.